Manufacturer narrative:
Isi received the units involved with the complaint and completed the device evaluation. Failure analysis was unable to reproduce the reported issue. The units were installed in a test system and both worked fine without any problems or errors. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted partial nephrectomy procedure, the vision side cart (vsc) turned off. An intuitive surgical, inc. (Isi) technical support engineer (tse) attempted troubleshooting but the issue persisted. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of any patient harm, adverse outcome or injury. An isi field serviec engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse plugged the vsc power cord to the wall and the issue was resolved. The fse proactively replaced the power tray assembly and the fan assembly.